Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received three shocks and the device could not be interrogated. Replacing the device was recommended. Patient condition is good.